Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and the unit was in an "inoperative" condition. The unit stopped delivering breaths to the patient. The patient was removed from the ventilator, was manually ventilated, and was placed in an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator alarmed and the unit was in an "inoperative" condition. The unit stopped delivering breaths to the patient. The ventilator was not made available to medtronic for evaluation. Based on the information available, the cause of the reported event could not be determined. The likely causes for the ventilator inoperative condition are numerous and are detailed in the service manual. The event is included in the data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected sections g3, h3 and h6 due to a correction in the device evaluation. Section h6: method code (annex b) removed b17 and added b13. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator alarmed and the unit was in an "inoperative" condition. The unit stopped delivering breaths to the patient. The ventilator was not made available to medtronic for evaluation. Third-party service personnel evaluated the unit and informed that the unit needed a part replacement. Good faith efforts (gfe) have been made to obtain additional evaluation and repair details; however, no response has been received. With the information available, the cause of the event could not be determined. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.